Event description:
It was reported that during an afib procedure a pericardial effusion was noticed went the patients' bp/hr dropped after going transeptal. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call and was transferred to ICU for observation. The pentaray catheter will be sent in for analysis. No other details were available at this time. Additional information received: the physician's opinion on the cause of the adverse event is that it was due to him going transeptal that caused the issue - he doesn't use our ice for transeptal. The adverse event was discovered just as mapping had started, right after transeptal puncture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).